Event description:
The tip of the instrument broke during surgery. There was no adverse consequence for the pt or delay in surgery or anesthaesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.